Event description:
According to the information received, an end-user reported an item that was damaged/broken in that one catheter in the last box of 30 had a square tip instead of a smooth, round tip so it was uncomfortable during insertion. The product was requested, but not received by coloplast until 12/04/08, at which time the device was determined to be a cut-off catheter, changing the status of this incident to be reportable. Best estimate of date of event is (B) (6) 2008.

Manufacturer narrative:
The product was requested, but not received by coloplast until 12/04/08, at which time the device was determined to be a cut-off catheter, changing the status of this incident to be reportable. The catheter was received for evaluation and visual examination. It was confirmed that the used catheter had the tip cut off. This catheter has been out of position during the packaging process which resulted in the tip being cut off. The pkg supervisor forwarded the issue to supervisors of all shifts to coach personnel on the issue and to continue to monitor quality of product with emphasis on this potential issue to lessen the opportunity for recurrence. No further complaints have been reported to date for this lot number.